Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01us-delsys, expiration date: 28-oct-202, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 13 july 2020. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced perforation and blood pressure drop. The leadless implant able pulse generator (ipg) delivery system exhibited fluid within the delivery system. The leadless implantable pulse generator (ipg) exhibited, high threshold, oversensing and placement difficulty. The ipg was attempted not used and replaced with a single chamber ipg. Pericardiocentesis was completed and the physician proceeded to implant a single chamber ipg. No further patient complications have been reported as a result of this event.